Event description:
According to the information received from the implant center, the patient developed an infection, etiology unknown, which resulted in extrusion of the device in 2000. The device testing performed by the center concluded that the device was fully functional. The device was explanted on the next month.